Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, mobility bmp with allograft placed at time of extraction, waited 6 months then placed implant. Another implant in #8 seems well integrated at same time. Pt. With significant well controlled cardiac history.